Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Additional information received: the staples came out but couldn't close properly at b and spread out of the suture line. The stapler did not lock and the jaws could be opened afterwards.

Event description:
It was reported that during the procedure, after the third stapling, the device stapled but did not cut. The device pushed the tissues forward without cutting. The staples came out in all directions. The stomach is torn: gastric resection requiring 5 ecr60d chargers. Use of another device to finish the procedure. No patient consequence

Manufacturer narrative:
(B)(4). Investigation summary: one photo was provided. The picture shows tissue with staples present. A ruler can be seen on an aside of the tissue. The staples appears to be proper formed. The device analysis found that one plee60a device was returned with no apparent damage and with one ecr60d cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.